Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 443 mg/dl and also reported insulin flow blocked alarm. Customer states the insulin exited during troubleshooting. Customer stated that when she removed the cannula she started bleeding like crazy. The product was not returned for analysis.